Event description:
It was reported that the pump's USB port was bent resulting in difficulties charging the pump, leading to the pump shutting off. The customer's blood glucose (BG) level was 510 mg/dL. Customer administered a manual insulin injection to address elevated BG. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 13 Pro / 3.5.1 / iOS_18.3.5.